Manufacturer narrative:
H11: three involved devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Special focus on screwed connectors, pump segments, luer connectors and pods showed no anomaly. A functional air leak test was performed (1 bar) on the three products and no leaks were observed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified through actual sample analysis and the cause of the event was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using prismaflex st 150 set, the patient required four (4) sets to be used due to extremely negative inlet pressure resulting in an increase of transmembrane pressure (tmp), and within few minutes and rapid decrease in blood level in the deaeration chamber. The treatment was terminated without the extracorporeal (ec) blood being returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.